Event description:
It was reported that during pre op the channel was showing red not green. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device was returned in a (triple) resealable bag. There was no damage noted in the construction of the returned device. There was a clear sticky residue observed on the tube near the clamp shell, and there were voids in all 4 trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 14.1 ohm (blue), 13.6 ohms (blue with white stripe), 12.8 ohms (red), and 14.5 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution for functional test. During the functional testing, the device passed electrode check and there was no excess noise recorded. All 4 silver traces were manipulated and bent to the 90° position. There were no issues observed during the analysis of the returned device. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g04134 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.